Event description:
It was reported that the lead was explanted and replaced due to high rv capture thresholds. Upon explant, suspected externalized conductors were noted; however, due to the angle the determination was inconclusive by the physician. Based on review of the fluoro provided to st. Jude medical and corroborated by an independent physician trained to review fluoro images for externalization, the conductors were not considered to be externalized.

Manufacturer narrative:
No medwatch form was received. The damage found was sustained during the surgical procedure. The lead was otherwise normal.